Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the date, time, and settings are reset due to the battery running out. It is likely that the error occurred due to a failure of lamp a. The root cause of the failure of lamp a could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed the date and time settings were reset due to the battery running out, corrosion was noted on the video connector receiving contacts, the output connector (light guide connection part) was worn out, therefore the connection was slow, and the rear panel character had disappeared. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset video system to the olympus service center indicating a ¿suspected dead battery¿. Upon inspection of the customer¿s returned device it was observed, lamp a error occurred because lamp a was out of order. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.